Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that he has been experiencing pain ever since right hip surgery. Had a revision surgery on (B)(6) 2015.

Manufacturer narrative:
Manufacturing site to stryker orthopaedics-cork. An event regarding revision due to pain involving a metal head was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who indicated "the persistent pain may relate to the persistent hardware and foreign body from the original gunshot wound/fracture. Reflex sympathetic dystrophy is also a possible diagnosis considering the description of ¿burning and tingling¿. There is no evidence that factors of faulty total hip arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation." A medical addendum was submitted to the consulting clinician who indicated that "review of this additional documentation does not alter the conclusions of my earlier report." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event could not be confirmed nor could the root cause be determined based on review of medical records indicating "the persistent pain may relate to the persistent hardware and foreign body from the original gunshot wound/fracture. Reflex sympathetic dystrophy is also a possible diagnosis considering the description of ¿burning and tingling¿. There is no evidence that factors of faulty total hip arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient called and stated that he has been experiencing pain ever since right hip surgery. Had a revision surgery on (B)(6) 2015. Update: patient had an exploration of the right hip along with removal of scar tissue along with smaller amount of heterotopic ossification on (B)(6) 2016.